Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, tested and the reported issue could not be replicated. Stress was applied on the camera in all directions, left it running for a awhile, did several re-boots and tried different applications. The camera stayed connected. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system lost camera communication mid-procedure. They had a red x on the camera with a localizer not connected message. The site re-booted their navigation system, however, there was no change. A different navigation system was brought in to be used in continuing the procedure and the patient was re-spun. Delay in therapy was less than one hour. There was no impact on patient outcome.